Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set was leaking on (B)(6) 2024. The blood glucose level was 300 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1881868 - device 2 of 2